Event description:
Pt admitted with acute hypoxemia with episodes of bradycardia. Condition: critical. Had swan-ganz catheter inserted during cardiac cath. Ef=23%. Severe pulmonary congestion found to be non-cardiogenic. Rn obtained swan-ganz readings with wedge pressure. Immediately following the wedge, pt began to cough up large amounts of blood. Pt then went bradycardic, unresponsive and advanced cardiac life support was begun unsuccessfully. Pt pronounced dead.